Event description:
A consumer reports blurry vision after intraocular lens (iol) implant surgery. Additional info, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have bee no similar complaints reported in this lot number. This report was mailded to the FDA on: 7/6/2007. Add'l info was requested 6/7/2007, 6/14/2007, 6/19/2007 and 6/25/2007 by phone, mail and fax. A completed questionnaire has not been received.